Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patients non-rechargeable implantable pulse generator (ipg) depleted earlier than expected. It was noted that the programs needed to provide therapy required reasonably high energy usage per the physician's assessment. The patient underwent a procedure wherein the ipg was replaced with another non-rechargeable ipg. The patient did well post-operatively.

Manufacturer narrative:
Analysis of the returned vercise genus confirmed normal functional and visual characteristics upon inspection. However, log data indicated that the implantable pulse generator (ipg) reached the elective removal indicator (eri) two years, one month, and eleven days after initial active programming. The energy use index (eui) was 16.0, corresponding to an estimated theoretical lifespan of one year, eleven months, and six days, well within the projected range. A review of product labeling confirmed the device was used according to the instructions for use (IFU). Additionally, labeling states that when the non-rechargeable stimulator approaches end of battery life, it enters elective replacement mode, displays eri, and requires surgical replacement. Based on all available information, boston scientific verified eri activation and concluded the probable cause was end-of-life battery depletion.

Event description:
It was reported that the deep brain stimulation (dbs) patients non-rechargeable implantable pulse generator (ipg) depleted earlier than expected. It was noted that the programs needed to provide therapy required reasonably high energy usage per the physicians assessment. The patient underwent a procedure wherein the ipg was replaced with another non-rechargeable ipg. The patient did well post-operatively.